Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test, and displacement accuracy test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. On adapt, no relevant alarms were noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage p-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No unexpected alarms/alert/anomalies noted during testing or in download history review. Unable to verify high bg's. No device problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump was not working. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880l, mmt-332a, mmt-397a. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.